Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a zone 2 6.2 x 5.7 cm fusiform thoracic aortic aneurysm. The proximal neck diameter was 36 mm, proximal sealing zone was 14mm, the distal neck diameter was 34 mm. The pt has a history of intra-abdominal vascular prosthesis replacement. Prior to the stent graft implant bypass procedures of the lsa and lcca were performed. It was reported that when the proximal main stent graft was implanted the bare spring was caught in the origin of innominate artery. This was followed by implant of the distal main. There was incomplete sealing of proximal zone which was confirmed by angiography, and there was a type ia endoleak (see MFR # 2953200-2010-01493). Another proximal main was implanted at the origin of innominate with overlapping of the first proximal main; however, the bare spring of this second proximal main was also caught in the origin of innominate artery but resolved the type ia endoleak (see MFR #2953200-2010-014940. There was a type 2 endoleak which required coil embolization for lsa to be performed. The type 2 endoleak did not completely resolve. It was reported that the pt expired 11 days post implant due to a myocardial infarction. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (death).